Manufacturer narrative:
Open book / critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on the electronic assembly. Corroded motor assembly noted during visual inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had a critical pump error and saw a red x on display. No harm requiring medical intervention was reported. Troubleshooting was performed for critical pump error. The insulin pump will be returned for analysis.